Event description:
Customer attempted to deploy AED with depleted battery. (B) (4).

Manufacturer narrative:
Device internal memory reviewed. Conclusion: device low battery warnings ignored. This report is being filed as it cannot be conclusively stated that recurrence would not lead to adverse event.